Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during an acl procedure, the suture of the footprint anchor came loose while the device was still anchored in patient¿s tibia, an additional bone hole was required. Surgery was completed with a back-up device instead. There was a 5 minute surgical delay, and no further complications were reported.

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A visual inspection revealed a visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the green suture but no anchor returned. There is biological debris on the returned device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that as of the date of this medical investigation, supporting clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported adverse event. Nor could a causal relationship between the s&n device and the reported adverse event be confirmed. The IFU does warn, ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ the root cause of the reported event could not be determined since findings can not lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.